Event description:
Probe #4 started frosting six minutes into the procedure. Probe #4 was replaced for second freeze cycle. No injury.

Manufacturer narrative:
Device not returned for testing. No patient injury was reported.